Event description:
Left total knee surgery. Kamvac mini suction tube; flange area broke off during surgery. Plastic pieces found in wound. All pieces removed successfully by surgeon with no harm to the patient.